Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a arcr procedure, the distal anchor of the healicoil knotless broke when passing the tape (two tapes and two sutures) through the anchor and inserting bone hole, the broken pieces were retrieved from the patient. The procedure was completed with 5 minutes of surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor was not returned. The distal plug and proximal anchor were returned on the insertion device and showed no defects. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel as intended. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of analysis (coa) is required for raw material and a ftir and gpc test data must accompany the coa. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.